Event description:
Report received from (B)(6) states: "the trocars are not sharp and they look slightly bent. The doctor indicated that one trocar caused the eye to go soft. There was no report of injury or consequences to the pt."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. We have requested the product however it has not been received.